Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was capped on (B)(6) 2022 due to non-specific product performance issue. No adverse patient events were reported. Should additional information be received, this file will be updated.